Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapsed posterior, a flail and thick leaflets. One clip was successfully implanted. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30-40 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapsed posterior, a flail and thick leaflets. One clip was successfully implanted. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30-40 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.